Event description:
It was reported that patient was transfer from a bed to a wheelchair. When the patient was transferred to the wheelchair the leg clip detached. As a consequence of the event the patient fell out from the device. Initially, the patient reported pain in the shoulders and back and went back to bed and then she reported more pain in the shoulders. After a week, a bruise appeared on the calf. The diagnosis of the geriatric specialist was an internal bleeding in the leg and that became a blood blister. The patient hospitalization was required.